Event description:
While stapling with a gia stapler and 3.5 staple load, the stapler cut before it fired staples and the doctor had the graft in his hand prior to the staples firing. The doctor preceeded by over sewing the graft with suture.